Event description:
Discrepant results generated on three pts. Results were repeated, but not accepted after customer identified mechanical problem with analyzer. Initial result for pt 1 was reported, patient not adversely affected. Pt 1 initial creatinine result 0.5 mg/dl, repeat 1.4 mg/dl and 2.7 mg/dl. Pt 2 initial albumin result 3.7 g/dl, repeat 5.3 g/dl. Initial ck result 468 u/l, repeat 223 u/l. Initial bicarbonate result 15.3 meq/l, repeat 39 meq/l. Initial ggt result 17.7 u/l, repeat 7.1 u/l. Patient 3 initial creatinine result 0.5 mg/dl, repeat 1.7 mg/dl. Field service rep determined root cause to be blockage in vacuum valve which was cleaned. Performance tests were performed.